Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a pacemaker mediated tachycardia (pmt) episode containing noise consistent with electromagnetic interference (emi). This crt-p remains in service. No adverse patient effects were reported.